Manufacturer narrative:
The cause of the revision surgery on (B)(6) 2012 was due to a post operative infection, pseudomonas growth. The original surgery was performed on (B)(6) 2012. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was kept by the hospital as a surgical specimen. The device history record for the reported component involved was examined. A review of the sterilization records show that the reported device received adequate 25-40 kgy gamma radiation sterilization dose and was within its expiration date at the time of the original surgery. A review of the device history records, product complaint report database, and sterilization records show that the reported component used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. Pseudomonas is a gram-negative rod typically associated with aquatic environments; it is unknown how this organism was introduced to the patient. The surgeries took place 2.2 months apart, there is a chance the patient may have contracted the infection while still in the hospital ((B)(6)). It is also possible that the patient did not adhere to post surgical instructions. There are multiple factors that may have contributed to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect.

Event description:
Revision surgery - the surgeon stated that the patient contracted a post operative infection, pseudomonas growth according to lab results.